Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, signals at dvi channel were abnormal which showed only color bar and no image.there was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. It was also found that printed circuit board was defective which caused image flickering in dvi channel. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the inspection result by local service department, omsc presumed that printed circuit board was defective which caused no image in dvi channel.